Event description:
The following information was provided by the attorney per legal summons. On (B)(6) 2008, patient underwent a ventral hernia repair. His medical records (not provided) indicate that a composix e/x mesh was implanted in this procedure. On (B)(6) 2008, the pt had his mesh removed because it became infected and caused necrotizing fasciitis of the abdominal wall. The injuries he suffered are recounted in his medical records (not provided). On (B)(6) 2008, pt died as a result of necrotizing fasciitis of the abdominal wall and fournier gangrene of the genitalia and subsequent septic shock.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and requests for additional information have not been responded to. This MDR contains all pt and device related information davol has received to date and no conclusion can be drawn at this time. Additional information including pt information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR and manufacturing record review has not been conducted, since no specific product code or lot number were provided.